Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Concomitant products: 5071-35 implantable pacing lead implanted: 2007 (B)(6); (B)(4) implantable pulse generator (ipg) implanted: 2007 (B)(6).

Event description:
It was reported that this right atrial (ra) lead exhibited rising pacing thresholds and atrial oversensing, possibly far field. The right ventricular (rv) lead also exhibited rising pacing thresholds. Both leads were prophylactially capped and replaced during a device change out procedure. No further patient complications have been reported as a result of this event.